Event description:
Six months after the subject ICD lead was implanted, the pt was admitted to the hosp due to inappropriate shocks. Upon interrogation of the device, ventricular pacing impedance was found to be <200ohm; no sensing on the v channel is detected and no pacing. ICD has delivered >20 inappropriate shocks and >500 vf detections. Lead insulation breakage is suspected so an implant revision was performed, but no insulation breakage could be seen. The physician decides to replace the system.

Manufacturer narrative:
Dec 21, 2009. This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the analysis concludes that while the lead was implanted, it appropriately conformed to established specifications. Damages to the lead were identified by the analysis, but these are concluded to have occurred during the lead explant. As indicated in the report, the most likely scenario to explain the oversensing episodes that led to inappropriate shocks is an unstable lead/ICD connection. The analysis of the ovatio identified damages to the set-screw that may indicate difficulties sustained to connect the devices, during implantation. It is noted that the subject ICD lead conforms to is-1 standards for lead connectors.